Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor became unpaired from the ilet, resulting in approximately one hour without cgm readings and concurrent high blood glucose; the user was guided to toggle bluetooth, restart, and re-enter the sensor code, with education that reconnection can take up to 30 minutes and to reassess infusion site function after reconnection. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no backup therapy, and no assistance required from others. Investigation included remote troubleshooting and user education regarding reconnection steps and post-reconnection verification. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet consistent with a communication or connection issue, with no device damage or alarm persistence reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity disruption resolved through standard reconnection procedures.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.